Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units from the air- and o2- gas module was replaced and returned for investigation. Robustness testing of the received nozzle units found a deviation. Evaluation of the received device logs shows matching event on the reported event day. Between mars 10, at 07:38 and mars 10, at 07:45, several alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our conclusion into this case is that the nozzle units mounted in the air gas module at the event, were faulty and causing the oxygen concentration to be lower than expected.

Event description:
Manufacturer ref. #: (B)(4).